Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during da vinci-assisted surgical procedure, fenestrated bipolar forceps was found to have broken conductor wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was nothing abnormal was noticed. It was unclear what specific surgical task was being performed when the issue was identified. There was no loss of cautery associated with the broken/loose cable. There were no signs of thermal damage at the site of the breakage. It is unknown if their were any instrument collisions that occurred during the procedure. No fragment fell inside the patient. There are no photographic images available. The product was returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding [add complaint details] was confirmed by failure analysis. Common causes of broken - distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.